Event description:
Endurant and non mdt stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; endoleak type ia, ib, iii the following serious injuries were reported; rupture, aneurysm, dissection, infection, pulmonary, cardiac, renal, re-intervention patient deaths were reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; analysis of prognostic factors for postoperative complications and reinterventions after open surgical repair and endovascular aneurysm repair in patients with abdominal aortic aneurysm morisaki k, matsubara y, kurose s, yoshino s, yamashita s, nakayama k, furuyama t ann vasc surg 2021; 77: 172¿181 https://doi.org/10.1016/j.avsg.2021.05.018. If information is provided in the future, a supplemental report will be issued.